Event description:
It was reported that the log files were submitted for review and noted separation between the I sense lines a and b. The event log file captured a driveline power fault a on (B)(6) 2026 and continued for the remainder of the log file. The additional log files submitted for analysis noted the black lead transmitted unusual rsoc values that may have been caused by improper connection. After the modular cable was exchanged, the alarm resolved but the evaluating engineer saw power differences in power cables a and b were present. The difference in the I sense a and b prior to the system controller swap was 33ma and after the swap it was reduced to 12ma. The mechanical circulatory system (mcs) equipment operated as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported driveline power fault alarm; however, a specific cause for the reported alarm could not be conclusively determined through this evaluation. The controller event log file contained events from 19jan2026 through 20jan2026. A driveline power fault alarm, associated with power a line faults, was active from the beginning of the file until the driveline was disconnected on 20jan2026. The driveline disconnect was consistent with the reported modular cable exchange. The driveline was reconnected, and the pump ramped up to the set fixed speed without issue. No other notable events or alarms were captured. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further issues reported at this time. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms as well as how to respond to each alarm condition. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.